Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had high impedance, >20,000 ohms, which was stated to be related to the device or therapy but not related to the implant procedure. On (B)(6), the device was interrogated and the high impedance was found on contact 11. This slot is not used in programming, so there were no actions taken and no further actions planned to resolve the issue. The patient is currently programmed at: left lead : slot 1(-), 2(-) and 0(+) et 3(+) - 2.6v ¿ 150 hz - 150 ¿s / right lead : slot 9(-), 10(+) and 8(+) - 3.2 v ¿ 210 ¿s ¿ 150 hz. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389-40, lot# 0206389677, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the high impedance was observed on the right ventral intermediate (vim) nucleus lead. There were no traumas, falls, nor clinical diagnoses related to the reported high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the high impedance on contact 11 of the right lead was not determined. No further complications are anticipated.